Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Five images were reviewed. All images depict the device positioned appropriately in the infra-renal inferior vena cava. At least 5 legs appear to have perforated the wall of the vena cava; two of the 5 have perforated the posterior wall and lie in proximity with the vertebral spine. Medical records were provided and reviewed. Approximately ten years, three months and twenty-eight days post filter implantation, a computed tomography of abdomen showed that multiple struts of the filter perforated the inferior vena cava and also appeared to show one strut into the vertebral body with bony reaction. Therefore, the investigation is confirmed for the reported perforation of ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2013), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with recurrent deep vein thrombosis. Ten years, three months and twenty-eight days post filter deployment, it was alleged that the filter struts perforated the inferior vena cava and one of the strut appeared to be into the vertebral body with bony reaction. The device has not been removed, and there have been no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2013). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with recurrent deep vein thrombosis. Ten years, three months and twenty-eight days post filter deployment, it was alleged that the filter struts perforated the inferior vena cava and one of the strut appeared to be into the vertebral body with bony reaction. The device has not been removed, and there have been no reported attempts made to retrieve the filter. There was no reported patient injury.